Event description:
It was reported to philips that the device had a filed pacer test. There was no patient involvement.

Event description:
It was reported to philips that the device had a failed pacer test. There was no patient involvement.